Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device check two days post implant procedure, the left ventricular lead exhibited high capture thresholds. The lead was repositioned successfully; all electrical parameters were normal. The patient's condition was stable post procedure.